Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: were there any patient consequences? No patient consequences. The following information was requested but unavailable: could you please provide lot number? What tissue was being approximated or sutured when it broke? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent reduction of lumbar fracture on (B)(6) 2020 and suture was used. The suture broke when sewing in the surgery. Changed to another device to complete the surgery. There were no adverse patient consequences reported.